Event description:
Event description cpi received information that this transvenous defibrillation lead was exhibiting impedance >2000 ohms, up from 946 ohms at implant. Thresholds and sensing remain stable. Physician has elected to leave the system as is and monitor the patient for future episodes.